Manufacturer narrative:
Concomitant: product ID 3889-28, lot# va0p6st, implanted: 2014-(B)(6), explanted: 2015-(B)(6), product type lead. Product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4): analysis of lead lot number 3889-28 showed all conductors were broken at or near tines lead. All conductors were broken 5.0 cm from the distal end. Multiple unknown conductors were also broken 4.9 ¿ 5.1 cm (centimeter) from the distal end.

Event description:
The lead was reported as fracture verses malfunction. All leads with impedance greater than 4,000. The lead was explanted on (B)(6) 2015. The patient was reported alive with no injury. The indications for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
Conclusion code no longer applies.